Event description:
It was reported that the patient experienced prolonged hyperglycemia while using the pump and, after consulting their clinician, transitioned to subcutaneous insulin via pens with multiple daily injections; the highest recorded glucose was over 400 mg/dl and the high glucose period lasted about 21 hours, with the infusion set identified as an infusion set on the abdomen and the specific cgm model not obtained. Symptoms included hyperglycemia. Outcomes included no noted health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information regarding a device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.